Manufacturer narrative:
E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the hemostatic valve damaged issue occurred. The product defect was a hemostatic valve failure. The hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small got damaged when a catheter was inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hemostatic valve itself was not broken. Since there was no impact on the procedure, the procedure was continued as it was and was performed. There was no patient consequence reported. Additional information was received on 14-may-2024. The section where the issue was observed was the hemostatic valve. The sheath was being used on the patient. No air entered the patient¿s body. No blood return was observed. Additional information was received on 21-may-2024. A few drops of blood return were observed. The exact amount was unknown. No visual damages on the hemostatic valve. The hemostatic valve did not dislodge inside of the hub nor did it dislodge outside of the hub. The brim cap/hub did not become detached from the sheath. No needle product was used with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the hemostatic valve damaged issue occurred. The investigation was completed on 02-jul-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection, and back pressure test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed, the brim cap, hemostatic valve, and silicone ring, were placed in its original place. A back pressure test was performed, and no issues were observed. No leakage, dislodgement or other failure with the hemostatic valve were observed during the test. A device history record was performed, and no internal actions related to the reported complaint were identified. The dislodgement issue reported by the customer could not be confirmed as the device was returned without detectable damage. No device defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism, provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001605740

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-jun-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).